Manufacturer narrative:
Received 1 drainage bag. The reported issue was unconfirmed as the problem could not be reproduced during the evaluation. No obvious defects were found in the visual evaluation. During the functional evaluation the sample was tested by passing water through an in house 16fr. Catheter (not part of the samples received). No drainage problems were observed; the flow was continuous during the test on the sample received. The drainage test for customer complaint-catheters/drainage bags indicates that 250cc must be drained in 64 seconds maximum. The results were the following: time to drain 250cc: 48 sec. The sample received reached the intended drainage in less than 64 seconds. The bag was drained per the outlet tube and no problems were found, the bag drained correctly. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." (B)(4).

Event description:
It was reported that the anti-reflux valve was sticking, causing urine not to drain into the bag and back up in the patient's bladder. The patient stated that he experienced bladder spasms.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the anti-reflux valve was sticking, causing urine not to drain into the bag and back up in the patient's bladder. The patient stated that he experienced bladder spasms.